Event description:
It was reported that the bd luer-lok had a volumetric accuracy issue. The following information was provided by the initial reporter: it was reported by the customer that in the past the inner diameter of the 1 ml ll syringe barrel is a minimum of 0.182" and maximum of 0.188". However, when they have measured this themselves, they were measuring lower at 0.178" to 0.181". Caller is requesting the inner diameter of the 1 ml luer lok syringe 309628. Caller states he is running a lab experiment using the bd 1 ml luer lok syringe with the harvard apparatus syringe pump and are wanting to confirm they are getting accurate dosing out of it. Caller states in the past they were provided the inner diameter of the 1 ml ll syringe barrel is a minimum of 0.182" and maximum of 0.188". However, when they have measured this themselves, they were measuring lower at 0.178" to 0.181". The lot number is 3354269. Caller confirmed they are measuring using end gauges on the back end after removing the plunger rod.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(6)¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacture narrative

Event description:
No additional information